Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suggested troubleshooting. As no further information concerning this report is expected.

Event description:
Boston scientific received information that this system displayed an episode of noise which was oversensed causing pacing pause of 2.4 seconds on the right ventricular (rv) channel. No adverse patient effects were reported.